Event description:
It was reported that during a gastric sleeve procedure, the surgeon noticed that the device didn´t work correctly. After he examined the device he saw that a piece from the jaw was broken up. He couldn´t find it anymore (found on floor). The other devices with the same lot number were not able to screw onto the hand piece. The surgeon opened a new package with another lot number to finish the surgery. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). The first device was returned with the distal tip of the blade broken off and not returned with the device. The remaining blade portion was scratched. The device was activated with the generator and an error code 5 was displayed. Probable causes of blade damage, including breakage, are external contact during pre-op or general use, blade contact with other devices, staples or clips during the procedure or using any means other than the blade wrench to attach or detach the blade. Once minor blade damage has occurred, subsequent activations may increase damage severity and result in an error code 5 or blade "lockout" later in the procedure, and continued usage can result in a broken blade the second device was returned with the blade scratched and cracked. During functional testing, an error code 5 was displayed. However, no issues were noted while attaching the instrument to the hand piece and when it was removed from it. The device will stop activating, and either emit a solid tone or display an instrument error code 5 on the generator display when the blade becomes damaged. When a blade has been compromised such as scratched or cracked, the titanium metal is fatigued when continually energized and this results in the blade further cracking and possibly breaking off. A probable cause of an error code 5 (instrument error) is blade damage. Blade damage may occur from external contact with metal or plastic during pre-op or general use. Batch g9le72, mfg date 11-2-10, exp date 10-2-15. Four sterile devices were returned. The devices were tested with a generator and all were functional. No issues were noted while attaching the instrument to the hand piece.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.